Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-01617.

Event description:
As reported from our affiliates in france, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. The native valve was not pre-dilated. During the procedure, valve alignment was performed in a straight section of the aorta without any difficulty. Nominal volume was used for inflation of the balloon of the commander delivery system, but it burst at the end of valve deployment. The valve was implanted in the correct position without embolization. As the balloon burst circumferentially, it was not possible to reintroduce it in the sheath, leading to withdrawal difficulties. It was tried to use a snare with cross lateral femoral but without success. It was decided to call a vascular surgeon to remove the yellow nosecone and the balloon of commander delivery system that were separated, by cutdown. During pre-decontamination observation, it was found that the esheath distal tip was split and the liner was delaminated.

Manufacturer narrative:
Corrected d.9 and h.6 component code and investigation conclusions. Added information to h.6 type of investigation and investigation findings. A device history record review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history record review was performed and revealed no other complaints relating to sheath distal tip split or liner delamination. During manufacturing of the esheath plus introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The device was received for evaluation. During visual inspection the liner was noted to be fully expanded. The distal tip was open and split. The liner was delaminated 12cm in length from the distal tip, the c-marker band present. The sheath shaft was kinked 6cm from the strain relief. Imagery was received and reviewed and was found to not be relevant to the investigation. Due to the nature of the event, no dimensional or functional testing was able to be performed. The event was confirmed through visual examination. The ifus and device procedural manual were reviewed. The user is instructed that during system removal nflex the delivery system while retracting the device. Verify that the flex catheter tip is locked over the triple marker. Retract the loader to the proximal end of the delivery system then remove the delivery system from the sheath. Completely unflex the delivery system prior to removal to minimize the risk of vascular injury. If a balloon burst is suspected, the user is cautioned to not attempt to pull back the delivery system into the sheath until they attempt to visualize the location of the tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Additionally, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The sheath distal tip split and sheath liner delamination were confirmed through evaluation of the returned device. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''as the balloon burst circumferentially, it was not possible to reintroduce it in the sheath, leading to withdrawal difficulties.'' Also, per follow up information, there was presence of calcium at patient's access vessel. As a result of the withdrawal difficulty, the operator may apply high push force to overcome the difficulty felt when trying to remove the delivery system from sheath. This factor combined with the alternated profile of the burst balloon that can be more susceptible to catch onto the distal tip of the sheath. Combined with vessel calcification, that can subject the sheath to suboptimal angles which can lead to non-coaxial alignment and increased interaction between the devices. The burst balloon likely caught onto the sheath tip during the attempt to withdraw the delivery system through the sheath resulting in the distal tip split and liner delamination. Direct interaction with calcification can also results in damage to the distal tip (split). As such, available information suggests that patient factors (calcification) and operational context (withdrawal of burst/torn balloon, high push force) may have contributed to the complaint event.

Manufacturer narrative:
Updated sections d4 and h4.